Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous lead exhibited variable shocking impedance. The last delivered shock impedance was <20 ohms. Approximately one month ago, the impedance was >125 ohms.